Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that force sensor bridge test error was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the plunger cable was not plugged all the way into the main board and was the cause of the reported issue. Service seated the plunger cable onto the main board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure: bridge sensor test. No adverse effects were reported.